Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been lost to follow up. The patient presented in clinic due to shortness of breath. The pulse generator exhibited difficulty interrogating. Upon one successful interrogation, the device exhibited backup vvi operation. On (B)(6) 2015, the device was explanted and replaced. No further information was available.

Manufacturer narrative:
Final analysis found the device was in backup mode due to nmi that have caused by the low battery voltage. The device implant duration had exceeded the projected longevity and is considered normal battery depletion.